Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a safety mechanism not engaging is confirmed and was determined to be manufacturing related. One 20 ga powerglide pro was returned for evaluation. An attempt to slide the needle safety mechanism down the shaft of the needle from the proximal, pink molded section down to the distal end revealed the safety to stick to pink molded section before sliding down the needle shaft. A microscopic observation revealed excessive adhesive on the proximal end of the needle where the needle inserts into the pink molded section of the device. A uv light revealed the clear material to be adhesive used to glue the proximal end of the needle into the pink molded attachment. The complaint of the needle safety not engaging is confirmed and was determined to be related to excessive adhesive. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that during training placements on vein block 20g 10cm powerglide pro needle safety failed. Safety cylinder remained in housing. No other information was provided.

Event description:
It was reported that during training placements on vein block 20g 10cm powerglide pro needle safety failed. Safety cylinder remained in housing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.